Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date is unknown. This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Initial reporter is patient. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient had a fall in the night of either (B)(6) 2018 sustaining a fractured bone at the right side and was implanted with a pfna nail on (B)(6) 2018. On (B)(6) 2018, the patient underwent a revision procedure with the use of a competitor device due to the pfna nail that did not hold. The patient was stating that she suffered pain and she was harmed physically and mentally. Patient and revision surgery outcome were unknown. This report is for one (1) unknown locking screw. This is report 3 of 3 for (B)(4).